Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a pentaray nav and the device (including port, luer hub) was not irrigating. This was noted after the device had already been used inside of the patient. There were no flow rate change issues noted at the start of ablation. The correct catheter settings were selected on the generator. Flushing was performed on an irrigation pump connected to the ablation catheter without success. Aspiration was performed with a syringe to no avail. Then replace with a new catheter. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial tachycardia ablation procedure with a pentaray nav and the device (including port, luer hub) was not irrigating. This was noted after the device had already been used inside of the patient. There were no flow rate change issues noted at the start of ablation. The correct catheter settings were selected on the generator. Flushing was performed on an irrigation pump connected to the ablation catheter without success. Aspiration was performed with a syringe to no avail. Then replace with a new catheter. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device 31738605l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded was traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. An internal action was created to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).